Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath, bradycardia and presented to the emergency department. The physician suspected the device was not functioning as expected. The right atrial (ra) lead exhibited undersensing, low p-waves and capture could not be confirmed. The lead remains in use. No further patient complications have been reported as a result of this event.